Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital after experiencing syncope. The patient had been pumping gas into their vehicle at the time of the symptoms, and electromagnetic interference (emi) was later observed on the electrogram. In addition, there was ventricular oversensing/undersensing suspected and a possible pause in the signal and marker channel. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.